Manufacturer narrative:
Patient weight: weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was re-admitted for other issues and ongoing infection on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
The patient was initially admitted on (B)(6) 2019 for driveline infection, captured under MFR# (B)(4). This event captures the re-admission of driveline infection from (B)(6) 2019 to (B)(6) 2019. It was reported that the type of driveline infection was methicillin-susceptible staphylococcus aureus mssa. Sex: additional information. Manufacturing evaluation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remains ongoing on vad support. Driveline, localized, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. The patient care and management section also provides information regarding anticoagulation, including recommended inr values. No further information is available. The manufacturer is closing the file on this event.